Event description:
The labeling for clear care contact solution does not still quite describe that under no circumstances can it ever touch your eye. The labeling leads you to believe that the solution is for best results. After using the product correctly to clean any contact lenses, alter in the day I did use an extra drop after removing a lens to clean a bit of debris off a lens. After putting the contacts back in my eyes, it caused severe burning and pain redness, etc. The labeling on this product is very misconceiving. It should not be stored with the same types of saline solutions and it should not be in the same style container as saline solutions. It is not safe for your eye. With hundreds of people having the same experience, it is hard for me to understand why this product would still be marketed in the same way. It is very dangerous. The bottle should be a different size and shape and it should be clear on the marketing that it serves a different function and it should never have direct contact with your eye.